Event description:
(B)(4). It was reported that chest pain occurred. In (B)(6) 2013, the patient presented due to unstable angina and myocardial infarction (mi). Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 90% stenosis and was 22 mm long with a reference vessel diameter of 2.9 mm. The lesion was treated with pre-dilatation and placement of a 3.00x32mm promus element¿ plus stent. Following, post-dilatation, residual stenosis was 0%. Ten days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented emergently due to radiating left sided chest pain associated with diaphoresis and shortness of breath (sob). Electrocardiogram (EKG) was performed and showed no acute changes and troponins were noted to be negative. Coronary angiography was not performed. The physician treated the patient with medication. In (B)(6) 2015, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).